Event description:
It was reported that the device battery had allegedly prematurely depleted. Boston scientific technical services was contacted and recommended device replacement. The device is pending explant to resolve the event. The patient was stable with no adverse consequences.

Event description:
It was reported that the device battery had allegedly prematurely depleted. Boston scientific technical services was contacted and recommended device replacement. The device is pending explant to resolve the event. The patient was stable with no adverse consequences.